Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event is typically caused by excessive force or prying/leveraging during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not received.

Event description:
It was originally reported that the end of the 60° ankle arthroscopy chondral was broken. No case involvement reported. Updated info 12/20/16: pick was being used in an ankle arthroscopy procedure. During the procedure, when the surgeon inserted the pick into the patients joint, approximately 5mm of the tip of the device broke. The surgeon attempted to remove this device from the patient by use of a grasper. This was not successful. The surgeon then had to open the incision further and flushed the fluids out and used suction but this attempt was not successful either. Patient was x-rayed with fluro and the tip was not able to be found. The procedure was completed successfully and the patient was instructed to have a CT scan after the procedure.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed that the returned chondral pick's distal tip is broken-off at the angled/bend area. The device met all material specification as received. The complainant's event is typically caused by excessive force or prying/leveraging during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the end of the 60° ankle arthroscopy chondral was broken. No case involvement reported. Updated info 12/20/2016: pick was being used in an ankle arthroscopy procedure. During the procedure, when the surgeon inserted the pick into the patients joint, approximately 5 mm of the tip of the device broke. The surgeon attempted to remove this device from the patient by use of a grasper. This was not successful. The surgeon then had to open the incision further and flushed the fluids out and used suction but this attempt was not successful either. Patient was x-rayed with fluro and the tip was not able to be found. The procedure was completed successfully and the patient was instructed to have a CT scan after the procedure.